Event description:
A reporter in (B)(6) contacted lfs alleging an unknown issue with the lifescan (lfs) product. The reporter was not able to give information to the nature of the issue they had with the product. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the unknwon issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.